Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that the air flow sensor u1 of the customer returned gds measured the air flow much too low. This led to the air flow accuracy test failing with too high delivered flow and caused (B)(4) to occur. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and (B)(4) did not appear anymore when the ventilator was run.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was not in use on patient.